Manufacturer narrative:
The event occurred in south korea. It was reported that the patient was under ECMO therapy in a well controlled environment, clean room with controlled temperature and relative humidity. The battery alarm ¿b temp¿ suddenly appeared on the rotaflow console and an emergency drive unit was used while customer switch the device. Customer stated that the device itself and the battery is getting maintenance regularly. No indication of actual or potential for harm or death has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician on 2021-10-11. The technician was able to reproduce the reported failure "b temp error" during inspection by moving the battery cable of the device. The error message could not be reproduced after reconnecting the cable. The battery pack with fuse (article number (B)(4)) was replaced preventively. The device was tested and sent back to the user. The reported failure "b temp error" was investigated by the getinge life cycle engineering (lce) and the root cause could be determined as a displaced contact of the connector on the battery pack. This led to the reported error. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2021-09-27 and during the period of 2013-06-12 to 2021-09-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2013-06-12. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the patient was under ECMO therapy in a well controlled environment, clean room with controlled temperature and relative humidity. The battery alarm ¿b temp¿ suddenly appeared on the rotaflow console and an emergency drive unit was used while they switch the device. Customer stated that the device itself and the battery is getting maintenance regularly. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).